Event description:
It was reported that the patient expired. It was reported that the cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces. A connector portion of the lead measuring 13.5 cm/15.7 cm/18.7 cm which included outer insulation/ stretched outer coil and inner insulation. And middle portion of outer insulation/outer coil measuring 1.2 cm/5 cm. The damage was found sustained during the surgical procedure. The lead was otherwise normal.